Manufacturer narrative:
This is the first of two reports for the same patient involving two lot numbers of the same product. This report represents lot number 31205777. The lot number is known and samples from known lot 31205777 were returned for evaluation. The complaint samples were found to meet manufacturing specifications..: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by an eye care professional (ecp), a female patient received lenses that were faulty and were infecting her eye. Follow up with the ecp indicated that the patient developed a corneal ulcer in both eyes (ou) with the revenue lenses within two hours of wear. The patient was given an unspecified eye drop and was instructed to return for follow up. The symptoms are noted as continuing. Additional information received from ecp on 08/19/2016, indicated the patient is currently using antibacterial eye drop (besifloxacin hcl) and steroid eye drops(loteprednol etabonate) for the issue (dosing regimen unknown). The patient has completed the three visits with ophthalmologist. And her left eye (os) has been cleared for contacts. She has 9 more days of steroid drops for the right eye (od) before resuming contact lens wear. The patient is not required to return to office. Additional information has been requested, but not yet received.

Manufacturer narrative:
The lot number is known and samples from known lot 31205777 were returned for evaluation. The complaint samples were found to meet manufacturing specifications. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed and no adverse trends were identified. There were no non-conformities or deviations which related to the nature of the complaint. The root cause could not be determined. (B)(4).